Event description:
Medical affairs spoke to the pt's spouse on 2/16/2004 and obtained/verified the following info: the pt's spouse called and alleged that pt's meter was prompting the battery symbol while testing. The pt replaced the battery and the symbol still appeared. The pt was using a backup meter during this time and was obtaining high results such as 485 mg/dl. The pt was experiencing frequent urination which is a high blood sugar symptom. The issue with the meter was not resolved. The pt visited their physician due to the high results on the back-up meter. Pt received treatment for high blood sugar. No further info has been reported. The meter has been replaced. The case is being reported as a malfunction versus an adverse event because pt was able to test on the back-up meter, obtained high blood sugar results, had high blood sugar symptoms, and received appropriate treatment.